Manufacturer narrative:
The complaint device associated with this report was received by the MFR in a condition that made analysis impossible. Lens cut in pieces. Product history records indicate the lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. There were no add'l complaints received for other lenses manufactured in this workorder.

Event description:
The physician reported he replaced the intraocular lens without complication at 2 months post operative, due to his observation of a torn iol caused during implantation with the unfolder system.